Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited missing forceps and light guide cover ke-45 (single component, paste-like, thixotropic adhesive), missing glue on probe unit screw, missing cement around the light guide (lg) lens and minor peeling of the pink probe glue at the edge. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is traced to component failure. Date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.